Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) reported he had peritonitis. There were no reported allegations that the peritonitis was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported the patient had a concomitant tunnel and exit site infection of the pd catheter (not a fresenius product) which was preceded the peritonitis. It was reported the patient subsequently developed cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded an elevated white blood cell (wbc). The patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) per clinic, on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to the infected pd catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this even. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of patient¿s peritonitis can be attributed to a preceding tunneled and exit site infection of the pd catheter (not a fresenius product).

Event description:
A patient on peritoneal dialysis (pd) reported he had peritonitis. There were no reported allegations that the peritonitis was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported the patient had a concomitant tunnel and exit site infection of the pd catheter (not a fresenius product) which was preceded the peritonitis. It was reported the patient subsequently developed cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded an elevated white blood cell (wbc). The patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) per clinic, on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to the infected pd catheter.